Event description:
It was reported by service report that the bed extender connector was damaged with no sharp edges present, and the footboard was inoperable. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard was inoperable due to a damaged bed extender connector.